Manufacturer narrative:
Qc results prior to the questionable results were acceptable but following the event were not acceptable. The field engineering specialist found that the flow path wasn't sealing properly and was allowing air into the system. He removed all the components from the flow path, cleaned, and replaced all the components. He performed successful calibration, qc, and precision testing. The field service activities have resolved the issue. There have been no further issues following the service visit.

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results tested on a cobas 8000 cobas ise module (double). The initial reporter stated that 13 patient reports had to be correct for sodium. The initial reporter provided only one example of the discrepant results. The initial sodium result was 130 mmol/l with a repeat result of 140 mmol/l. The repeat testing was performed on a different analyzer. The result in question was reported outside of the laboratory. The repeat result was deemed correct. The patient samples were aliquoted by a modular pre-analytical system. The sodium electrode lot was u5174 with an expiration date of 30-aug-2020.